Event description:
Information received by medtronic that the insulin pump had the pump error alarm 130. The customer reported that they were unable to rewind the pump. The customer also reported that the pump was not exposed to the magnetic field. The customer also reported that they were unable to clear the alarm. Troubleshooting was done successfully. However, the customer wil discontinue the use of the pump. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a corroded battery tube and passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 130 alarms noted during testing. A review of the downloaded history files reveals on 54/4/2022 eight (8) pump error 130 alarms that occurred between 09:18 and 20:18. The pump was cut open for visual inspection. Moisture damage (battery leakage) was found on the underside of the battery tube, on the vibrate harness assembly, and pcba 1. The motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. The pump error 130 alarms located in the history files may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: corroded battery tube, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained serial number label, end cap address label faded, scratched case and pillowing keypad overlay. Pump error 130 alarm anomaly is not confirmed. Corroded battery tube and moisture damage are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.